Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was for about 3 or 4 months now the pts controller had been starting to act up because sometimes the controller screen would not come on for it would lock up (usually when recharging the implant); pt would have to take the controller battery out to come back on. Sometimes the screen would freeze when recharging the implant and when nothing was plugged into the controller for pt would just be adjusting their stimulation and pt would have to remove the battery. Sometimes the controller would say the implant batterywas fully charge and when they came back the implant battery would be at 50%. When recharging the implant pt would sit perfectly and the charging quality would go from excellent to poor, pt noticed the length of time from charging the ins needed to be every 10 days even though their therapy settings were the same; pt thought it was due to their implant not charging all the way. Pt said they will contact their healthcare provider (hcp) about that. A replacement controller was sent out. Pt called back stating they received the controller replacement today. Pt is trying to pair it and it got stuck on 'checking the recharger'. Pt has been sitting for 30 min and the screen did not change. Instructed pt to reset the controller. Pt then was able to finish pairing. Troubleshooting resolved the reported issue. No symptoms were reported.

Manufacturer narrative:
Product ID 97745 serial# (B)(6): product type programmer, patient product ID: 97745, serial/lot #: (B)(6): , UDI#: (B)(4) h3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.